Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out. Additionally, improper surgical technique has been ruled out. Other potential causes of slow healing include: patient picking or touching the wound, the incision site not being irrigated with an antibiotic solution before closure, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the slow wound healing is unknown. The investigation findings do not lead to a clear conclusion about the cause of the slow wound healing. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported slow healing of the wound at the receiver site. The patient met with the implanting clinician on (B)(6) 2026, and the wound was healing well. No medical intervention was required, and an infection was not reported. As of (B)(6) 2026, the wound has healed. No further issues have been reported.